Event description:
Complainant alleged that while attempting to treat a male pt the device displayed "system fault 36", "system fault 37", "pacer disabled" and "defib disabled" messages. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
Zoll medical corp has received the product and will be providing a follow-up report when our investigation is completed.